Manufacturer narrative:
Final analysis found that the insulation was damaged at 17 cm to 18 cm from the connector pin due to clavicular crush. The coil was fractured at the same location.

Event description:
It was reported that during routine follow up, the right ventricle lead exhibited noise causing pacing inhibition; it also exhibited low impedances. The lead was explanted and replaced.